Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of lymphadenopathy is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Reason for reoperation due to "enlarged lymph node under left arm pit." Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Patient reported right side "high calcification, enlarged lymph node under left arm pit," and "pain in my breasts." Patient additionally reported "chronic infection, chronic inflammation, pain, vision loss, memory loss, cognition loss, skin hives, skin rashes, fungus infection, red mold throughout the body, headaches, throat aches, issues with the lymph nodes, high red blood cell count, high hemoglobin, burning, a bad case of the flu, influenza a, h1n1, itching, white matter in the brain, and cysts or lesions of the liver, swollen face, arms, and feet, migraines, polyp removed from colon, fatigue, depression, sadness, inflamed nostrils, offspring born with arachnoid cyst in left middle fossa, autism, poor muscle tone, gastro issues, coordination and swallowing issues, developmental delays, enlarged lymph node in abdomen;" these events are not related to the device. Device was explanted.